Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56.2-56.6 mm diameter abdominal aortic aneurysm. At implant, the patients proximal aortic neck diameter measured 20-22mm and it was 40mm in length. It was reported that the patient returned for follow up CT imaging approximately 3.5 years post index procedure. On this occasion, a type ia endoleak was observed. Approximately 1 month later, coils were placed in the aneurysm and an endurant aortic extension cuff was additionally implanted. It was noted that this intervention resolved the endoleak. As per the physician, the cause of the event was probably due to vertical growth of the aneurysm due to a type ii endoleak. No additional clinical sequelae were reported and the patient will be monitored by their physician.